Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantation procedure. During the procedure upon connecting the right ventricular lead to the device, the lead exhibited loss of capture. The physician inspected the lead and noticed that the lead had been cut. The lead was explanted and a new lead was implanted. The patient was stable.

Event description:
New information received stated that the lead exhibited an insulation anomaly and was fractured.